Event description:
The customer reported unloading wet sample racks and tube caps involving the unicel dxc 800 synchron system. The customer indicated that the cap piercer drain overflowed but the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, goggles and a laboratory coat and no injury was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. A beckman coulter field service engineer (fse) was dispatched on (B)(4) 2013 and discovered pieces of cap clogging the waste valve; the fse proceeded to clean the waste valve. The customer reported of the same issue again and the fse replaced the valve on (B)(4) 2013 to resolve the issue. Failure mode is attributed to a clogged valve.

Manufacturer narrative:
(B)(4).